Event description:
Vns pt passed away. Exact cause of death is unk at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event. According to treating neurologist, the pt had several other co-morbid factors that could have contributed to their death.